Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus was turned on, a blue screen appeared. After the crash, the device could not be powered back on. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus was turned on, a blue screen appeared. After the crash, the device could not be powered back on. The procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.